Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, prying or leveraging the device during insertion, and/or insufficient fixation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/05/2025, an arthrex subsidiary employee reported via email that an ar-2324bcct biocomposite swivelock c vented suture anchor was intended for use in a biceps reinsertion procedure. During insertion into the cannula, the anchor slipped out. It had not yet been placed at the perforation site or tensioned. The pick was observed to be in poor condition, so a second anchor was used to complete the procedure. This was discovered during a procedure on (B)(6) 2025. Additional information has been requested on 09/11/2025.